Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented in-clinic with low speed alarms and has had a few red heart/low flow alarms over the weekend. After the system controller was exchanged, no further speed drops or pump stoppages have occurred. The vad coordinator reviewed the x-ray images and noted a section approximately 3 to 4 inches from the distal end showing evidence of shield separation with the remainder of the driveline x-ray unremarkable. An evaluation of the patient's driveline was subsequently performed by the manufacturer's technical services member and no broken wires were found. A percutaneous lead replacement was performed successfully with no further issues reported.

Manufacturer narrative:
The patient remains ongoing on vad support with no further issues reported. No further information is available. The manufacturer is closing the file on this event.